Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned the wronged test trips vial lot;unable to evaluate. Most likely underlying root cause of malfunction: strips issue, user is testing with another test strips vial lot from additional meter that customer has.

Event description:
Consumer reported complaint for high and hi blood glucose test results. Customer's daughter called on behalf the father. The customer is concerned with tests results from results obtained of 523, 527, 292, 512mg/dl and hi. The customer's expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer non-fasting and produced test results of 592 mg/dl and hi using true track meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).